Manufacturer narrative:
We have now completed our investigation into the reported complaint. No samples were received for this complaint therefore visual inspection and functional evaluation could not be performed. If the product becomes available in the future, this case may be reopened and reevaluated. Potential causes for the issue experienced are: dressing not applied properly, without creases and fixation strips. Filter/port not adhered to dressing correctly. Connector not correctly fastened and secured to the pump. Tubing trapped, folded over/kinked causing a blockage. Dressing integrity has been compromised. A review of the batch manufacturing records could not be performed as no lot number was provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. We have been unable to confirm the failure mode and subsequently identify a root cause on this occasion.

Event description:
It was reported that the pump does not suck despite the change of foam in the pico bandage. The foam of the dressings remains dry. The device was not kept. Another pico has been sent to the department. No impact to the patient was reported.